Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient collapsed after receiving multiple inappropriate shocks. The fracture on the lead was observed. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
Maude watch received: mw5064465